Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative on 2020-mar-05. It was reported that the patient had an MRI and nothing was found to be a problem with the catheter. The patient had bladder stones and they were removed. The pump was replaced and per the patient, it took some time to transition to the new pump and get the baclofen up to a good amount again, but the patient had no more bladder spasms and spasticity was much better. The issue was all resolved.

Manufacturer narrative:
Analysis of the pump found no anomalies. The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the following medications were being administered as of (B)(6) 2020: morphine (concentration: 8.0 mg/ml, dose rate: 3.0031 mg/day), baclofen (concentration: 300.0 mcg/ml, dose rate: 112.62 mcg/day), and bupivacaine (concentration: 19.0 mg/ml, dose rate: 7.132 mg/day). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an healthcare professional (hcp) and consumer via a manufacturer representative (rep) regarding a patient receiving an unknown drug via an implantable pump for non-malignant pain. It was initially reported on (B)(6) 2019 that the patient reported an increase in spasticity over the past month (slow onset of symptoms). The date (B)(6) 2019 is considered an approximate date of event (year known only). The patient had a refill last week and told her nurse. The patient will see their healthcare professional (hcp) tomorrow ((B)(6) 2019) and they have spoken to the rep about ordering a magnetic resonance imaging (MRI) and getting authorization for a pump replacement. There were no known environmental, external, or patient factors that may have caused or contributed to the issue. The pump was read last week and no motor stalls were noted. The issue was not resolved at the time of this report. The patient's status was alive - no injury. On (B)(6) 2019, a rep requested compatibility guidelines for an MRI. It was noted that they were trying to "rule out granuloma among other things". Additional information was received via a rep on 2020-feb-12. The pump was returned to the manufacturer and marked for disposal only.